Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No x-rays were provided and the product was not returned. The event could not be confirmed. The product was not returned and could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 2x40g, reference 3003940002, lot number b416af1631 were manufactured on 29 july 2014. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints was recorded for refobacin bone cement r 2x40g, lot number b416af1631 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent a left hip primary total prosthetic replacement using cement on (B)(6) 2014. Patient underwent revision surgery on (B)(6) 2014 due to periprosthetic fracture. The stem was removed. No additional adverse consequences were reported.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products and therapy date. Detail of product: item name: femoral stem 12/14 neck taper standard offset size 1 130 mm stem length; ref: (B)(4); batch: 62789528. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that a patient underwent a left hip primary total prosthetic replacement using cement on (B)(6) 2014. Patient underwent revision surgery on (B)(6) 2014 due to periprosthetic fracture. The stem was removed.